Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) was ruptured during the procedure. There was no reported patient injury. The device was stored in the cath lab per the instructions for use (IFU) for one month. The product was stored, handled and prepped per the IFU. There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The mynx device was used for a percutaneous coronary intervention (pci). The procedure was used a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage on the distal end of the sheath after removal. There was no presence of peripheral vascular disease/ calcium in the vicinity of the puncture site. The vessel type was the artery, with little calcification and tortuosity/angulation. There was 50% stenosis. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was disengaged from the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Per microscopic analysis, the source of the leak was a longitudinal tear in the balloon, approximately 2.5 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f2009801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during the analysis of the device. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as the calcium reported, may have contributed to the reported event as calcium is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Neither the phr review nor the information available for review suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) was ruptured during the procedure. There was no reported patient injury. The device was stored in the cath lab per the instructions for use (IFU) for one month. The product was stored, handled and prepped per the IFU. There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The mynx device was used for a percutaneous coronary intervention (pci). The procedure used a retrograde approach. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage on the distal end of the sheath after removal. There was no presence of peripheral vascular disease/ calcium in the vicinity of the puncture site. The vessel type was the artery, with little calcification and tortuosity/angulation. There was 50% stenosis. The device will be returned for evaluation.